Event description:
The manufacturer received information alleging the active exhalation purge valve closed test step had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was being evaluated at the third-party service center was being evaluated when the reported issue occurred on the device. During the evaluation it was noted that there was damaged to the active exhalation control module (aecm) that had caused the test step to fail on the device. In conclusion, the device's aecm was replaced to address the issue. The root cause (is or isn't) confirmed at this time. Additionally, during the service of the device, the rear enclosure case, capacitor/battery retainer, and enclosure seal kit were replaced for physical damaged. This was unrelated to the reportable issue. The rubber feet and power cord clamp were replaced for missing on the device. This was unrelated to the reportable issue.